Event description:
Physician was removing the zonare ultrasound catheter at the end of the procedure and noted the tip of the catheter was completely sheared down the middle and was retained in the pt's iliac vein. Under fluoroscopy, the tip was removed using a snare. The retrieved foreign body was a piece of the ultrasound catheter transducer and what appeared to be the tip of the ultrasound catheter which had fractured off and split in half.